Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: sigma ps cem fem sz3 r, 196050300; pfc sigmarp stb tb in 3 15.0, 962133.

Event description:
The patient was revised to address loosening of the tibial component at cement to implant interface. Depuy cement manufacturer was used. No additional information. Doi: (B)(6) 2014 - insert; doi: (B)(6) 2009 - tibial tray, femoral component and 2 cement; dor: (B)(6) 2018 - right knee.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.